Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the rn from the cath lab stated that it was originally reported that the catheter would not zero and the wrong size for the patient. This was; however, not the case. The intra-aortic balloon (iab) was incorrectly placed in the inferior vena cava not the aorta. Reference MDR #1219856-2010-00853 for the second event involving the same patient.